Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and cosmetic damage located at the screen and pump casing found on (B)(6) 2021. Pump was received with a scratched case. No crack was found during visual inspection. Pump was received with blank display with vibrate alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display with vibrate alert. Unable to download history files and traces using thump due to blank display with vibrate alert. Unable to generate power management graph due to blank display with vibrate alert. Pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display with vibrate alert noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a missing segments/partial display and flashing white display noted. Blank display with vibrate alert was confirmed, suspected on the pcba 2. Missing segments/partial display and flashing white display was confirmed due to cracked and bleeding lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump screen. Cosmetic damage at the pump casing was not confirmed, however, other cosmetic damage was noted. Unable to download history files and traces using thump due to blank display with vibrate alert. Blank display with vibrate alert was confirmed, suspected on pcba 2. By using a test pcba 2, a missing segments/partial display and flashing white display was confirmed on the original pcba 1 due to cracked and bleeding lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a blank display. Customer stated that the screen of the insulin pump was broken and pump casing was also cracked and there is not any kind of physical damage to the pump retainer ring. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.